Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received stuck button alarm. Customer stated they did press a button down for 3 minutes or longer and they were not able to clear the alarm after removing the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.